Manufacturer narrative:
Based on our investigation, the drill depth of the surgical guide aligns with the doctor's treatment plan, as well as the prescribed drill length. Therefore, performing the osteotomy using the planned drill length should have resulted in the expected depth. The doctor may not have achieved the correct depth at site #29 due to dense bone, which prevented the drill from advancing. Alternatively, the correct depth may have been achieved, but due to the implants being planned at different depths into bone, the doctor may have incorrectly perceived the depth deviation for site #29.

Event description:
During implant surgery with the surgical guide, the doctor stated that the sleeves were set too high on the guide which prevented the drill from reaching the planned depth. The doctor noted that site #29 seemed to be 2 mm short of its planned depth and the area was dense bone. The doctor also noted that the implant at site #30 was placed successfully and may have been because the area was softer bone.